Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called and reported an air detected in cassette alarm while in drain 0 of 4, with 40 ml drained expected 2000 ml. Patient also said that she noticed when she was removing cassette from the cycler this morning the inside of cassette door was moist. The cycler was replaced at this time. The tubing set was discarded. Additional information has been requested.